Event description:
As reported by a field clinical specialist (fcs), approximately 4 years and 1 month post-implant of a 26 mm sapien 3 valve in the aortic position via transfemoral approach, the patient presented with late halt and was admitted to the hospital for heart failure. A valve in valve was performed successfully.

Manufacturer narrative:
The investigation is ongoing. H3 other text : the device remains implanted.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 investigation conclusions and investigation findings. Added new information to h.6 type of investigation. The device was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was not provided for review. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaint was unable to be confirmed as no relevant imagery/medical report was provided. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of the IFU/training materials revealed no deficiencies. In this case, ''approximately 4 years and 1 month post-implant of a 26 mm sapien 3 valve in the aortic position via transfemoral approach, the patient presented with late halt and was admitted to the hospital for heart failure.'' Hypoattenuated leaflet thickening (halt) may be caused by several patient-related factors including early valve deterioration (svd) (e.g. Stenosis/calcification), non-structural dysfunction (e.g. Pannus), or thrombosis. Due to limited information provided, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.